Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing unexplainable high blood glucose. The customer reported that they had gone through a full body scanner with their insulin pump on numerous times. The customer's current blood glucose level was 263 mg/dl. They also reported that they experienced a high blood glucose level of 481 mg/dl. The customer had been trying to correct their high blood glucose with the insulin pump. Troubleshooting was performed and insulin was able to exit without incident. The customer will be sent a tubing clamp to perform the occlusion test. They will call back once they receive the tubing clamp. The device will not return for analysis.